Event description:
User experience a leak from the analyzer that was located on the floor. No one slipped or was harmed by the leak. User states there was no patient erroneous results generated. The field service rep determined there was a clog in the ise drain and cleaned the clog from the wash drain.